Event description:
On (B)(6) 2012, a revision was performed and the catheter was found to be broken. Approximately 4cm of the distal tip of the catheter was in the intrathecal space and disconnected from the remaining catheter. The catheter segment was not retrieved from the intrathecal space. A new section of catheter was placed and connected to the existing catheter. The pump delivered fentanyl. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8578, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown, catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown, (B)(6), serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), (B)(6), serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).